Manufacturer narrative:
Initial reporter facility name: (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal venous area tension ligation procedure performed on (B)(6) 2022. During the procedure, the first band was deployed successfully. When the second and third bands were deployed, they weren't able to catch lesion as they were falling off varix. When the fourth band was deployed, there was a resistance noticed and it could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.